Event description:
The patient had a cvc inserted in (B)(6)2013. Yesterday the hospital discovered that there was a leak close to the bifurcation on the cvc. The cvc was taken out and the patient had a new one. Returned sample shows the leak is distal to the cuff.

Manufacturer narrative:
The complaint of an subcutaneous leak is confirmed and will be reported as user related. Gross and microscopic examinations and functional testing shows a leak in the catheter. The leak is found on the white luer lumen side of the catheter. The burst site is located 1.5 inches distal to the surecuff. The characteristics of the catheter damage are consistent with a burst secondary to over-pressurization. Over-pressurization can result from lumen restrictions caused by kinks/twists in the tubing, thrombosis or the use of a small bore syringe. Residual material was confirmed distal to the burst site on the white luer lumen side of the catheter. The product instructions for use (IFU) instructs the user not to use a syringe smaller than 10cc. The IFU also recommends that infusion pressures should not exceed 25 psi. A lot history review (lhr) of huwc1078 showed no other similar product complaint(s) from this lot number.